Event description:
It was reported that during a splenectomy procedure, the tissue pad became worn after less than an hour. Also, an error code 5 was displayed. The doctor commented that he had not activated it without tissue. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.